Manufacturer narrative:
Multiple medical device types: fpa. Multiple common device names: intravascular administration set. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for 127492 with the incident lot was observed.

Event description:
It was reported that bd vacutainer® push button blood collection set had foreign matter.